Event description:
While preparing for an ett [endotracheal tube] exchange due to a blown ett cuff - this rt [respiratory therapist] double checked the cuff of a replacement ett of the same brand and size and the cuff blew up. The patient had a cuff on ett not holding air requiring tube exchange. When preparing for intubation, rt noted cuff on the new ett was not functioning properly. Rt obtained a new one from the airway cart. This was escalated to management. Lot number 73l2400403, ett brand "sheridan", ref: 5-10107 expiration year 2029.